Event description:
Catheter was placed in the left coronary artery of the (B)(6) female and when the physician went to inject contrast, immediately a leak was noticed in the hub and the air got sucked into the contrast. As a result of this, air and contrast were injected into the ts coronary artery. Physician had to perform CPR and supply med's to revive the pt. Pts current status is stable and there was not any pt complications.

Manufacturer narrative:
The product was returned in a used and nonconforming condition. The catheter shaft rotates in the fitting resulting in leakage through the hole in the cap when injecting fluids via 10cc syringe. Visual examination confirmed nearly two threads of the adapter were exposed indicating the cap had not been threaded on sufficiently. The cap was securely fixed to the adapter with adhesive. Upon removal of the cap, the flare was of adequate size and was properly seated, but was not held tightly between the cap and adapter due to the cap not being advanced far enough onto the adapter threads. Per specification, there is 100% inspection, verifying the fitting is securely seating in catheter flare. This device was manufactured prior to a change request implementation on (B)(6) 2012 which resulted in a hub change for this product family. A risk analysis concluded no risk reduction activity is required at this time and we continue to monitor complaints for similar events. We have notified the appropriate personnel and are continuing to monitor complaints for similar events.